Event description:
The fse reported the system would not boot up. This resulted in a total loss of imaging functionality. This could cause delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.